Event description:
The following publication was reviewed: title: early and midterm outcomes of gore excluder iliac branch endoprosthesis within or outside IFU for the treatment of aortoiliac and iliac aneurysms source: annals of vascular diseases (1881-641x) vol17, no.3 page330, o2-1. The aim of this study was to evaluate the early and midterm outcomes of gore® excluder® iliac branch endoprosthesis (ibe) within versus outside IFU. This single-center retrospective study included patients with aortoiliac, and iliac aneurysms treated using ibe from april 2017 to december 2022. A total of 73 aneurysms (58 patients) were included. In total, 24 aneurysms were treated within the IFU and 49 outside the IFU. Technical success was similar between the groups (100 vs. 95.9, p=0.32), and there was no difference in freedom from reintervention (84.2 vs. 95.4, p=0.25) and aneurysm-related death (100 vs. 100, p=0.56) at 3 years. Internal iliac component patency was lower in the outside IFU group (88.8 vs 85.5, p=0.61) at 3 years; however, all cases where the internal iliac component was occluded during follow-up were asymptomatic. Ever using ibe is feasible event in cases outside IFU and the clinical outcomes were comparable in both within IFU and outside IFU cases.

Manufacturer narrative:
Title: early and midterm outcomes of gore excluder iliac branch endoprosthesis within or outside IFU for the treatment of aortoiliac and iliac aneurysms source: annals of vascular diseases (1881-641x) vol17, no.3 page330, o2-1. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: IFU statements the internal iliac component device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint. Possible defects and adverse events include the following: [adverse events] occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.